Event description:
Customer reported a malfunction with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided information for doing so. The customer was instructed to continue using the pump and to call back if the malfunction code recurred. No additional information was received regarding the outcome of the event.